Event description:
According to the complainant, approximately fifteen-minutes into the procedure, the prolieve system's anchoring balloon appeared to be deflated. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 615234 represents the prolieve catheter; a part of the kit. A visual examination of the returned device revealed a ruptured anchoring balloon with no other apparent signs of damage or imperfections. Further evaluation also found a tear in the anchoring balloon which subsequently leaked when water was injected. The customer's complaint is confirmed.